Event description:
It was reported that the patient was seen during a routine visit by the physician. During the visit the impedance was noted to be normal. Approximately two weeks later the patient was "laughing very hard" and felt an acute onset of pain at the generator site along with a tugging sensation. The pain resolved however the patient's mother wanted the patient to have device checked by the physician. During this visit high impedance was found. X-rays were reviewed by the physician but no obvious lead fractures were observed. There were no reported trauma events however it was noted that the patient had been very physically active over the past few months. The patient was then referred to surgery to address the high impedance. During the procedure the surgeon attempted to use a new generator with the existing lead however the high impedance did not resolve. The lead was then replaced as well and the impedance was normal. The explanted lead and generator have not been received to date.

Event description:
The lead and generator were received and are currently pending analysis.

Event description:
Analysis was completed on the returned generator and lead. The generator was evaluated and it was found that the case of the generator had scratches typical of manipulation that occurs during explant. The septum was not cored. Upon interrogation the battery indicator was ifi = no. The generator was placed in a body temperature simulated environment and the output was monitored for a 24 hour period. No variations in output were observed. The generator performed to functional specification and passed comprehensive electrical testing. The lead was received in 6 pieces which included the connector pin and electrodes. There were markings on the connector pin which indicated that at one point in time there was proper contact between the lead and generator. Kinks were observed in various locations of the lead and the electrodes appeared damaged. However the damage to the electrodes appears caused by the explant procedure. Abrasions were observed on the connector boot near the pin and in the lead¿s outer tubing however the abrasions appeared to have been caused by the explant procedure. Analysis was unable to confirm the presence of the lead fracture.